Manufacturer narrative:
Open book or critical pump error after battery installation. The critical pump error was generated by pump error 54 and pump error 53 per boot loader traces. The formatted history file confirmed pump error 54 (filenumber = 32127, linenumber = 356) and pump error 53 (filenumber = 16, linenumber = 439) due to a hardware problem. Unable to perform functional test including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm. The customer¿s blood glucose level was 8 mmol/l at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.